Event description:
It was reported to philips that the system encountered a geometry movement failure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment of coronary procedure was being performed when the issue occurred and was completed as planned with no geometry movements as it was the end of the exam. The field service engineer (fse) found no geometry movements on the system. After reviewing the log, it confirmed the reported issue. To resolve the issue, another follow up, the field service engineer reinstalled the software into suite pc, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue regarding geometry movement did not affect the completion of the procedure as it occurred at the end of the examination. The procedure was carried out as scheduled on the same system, without any impact or delay on the completion of the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.